Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. Restenosis, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU), is a known patient effect associated with coronary stenting procedures. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that one year prior the patient received two xience prime stents in the circumflex and the right coronary arteries with good result. During the one year follow-up visit on (B)(6) 2013, it was noted that the patient had an ostium-proximal in-stent restenosis of the rca. Using a femoral artery access approach during the procedure a whisper guide wire was used and serial balloon angioplasty was performed using several different balloon dilatation catheters without incident. A 2.5 x 15 mm non-abbott stent was deployed at 8 atmosphere (atm) for 45 seconds twice and vessel recoil was noted. A 2.75 x 20 mm non-abbott stent was deployed at 10 atm for 30 seconds twice; a 3.0 x 12 mm xience v stent was deployed at 18 atm. A good result was achieved with timi 3 flow. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.